Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Review of the pcu event log shows that at 4:21 pm on (B)(6) 2016 the device was programmed to infuse a custom concentration infusion of methotrexate 805 mg/81 ml with dosing in mg/m2 at a rate of 81 ml/hr with a vtbi of 81 ml. The infusion was started at 4:24 pm. At 5:24 pm, the primary infusion completed and the device transitioned to kvo. The user channeled the device off and immediately back on, and programmed a custom concentration infusion of methotrexate 8050 mg/ 724.5 ml with dosing in mg/m2 to infuse at 31.5 ml/hr for 23 hours. The infusion continued at this rate and duration until 2:08 pm on (B)(6) 2016 when the device alarmed for air in line. The device then alarmed for flo stop open and the door was closed. The vtbi was changed to 11 ml. The volume recorded as being infused up to this point was 649.389 ml. At 2:38 pm, the primary infusion completed and the device transitioned to kvo. The device was then channeled off after infusing an additional 11.01 ml. The root cause of the customer¿s report of the infusion ending early was determined to be user programming with the user changing the vtbi. The reason for the change in vtbi cannot be determined.

Manufacturer narrative:
Correction on initial report: device manufacture date.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a 24 hour high dose methotrexate infusion, 8100 mg/810 ml d5w, was intended to infuse with a loading dose of 81 ml over 1 hour and then 31.5 ml/hr for the remaining 23 hours. The infusion was initiated at 4:24 pm on (B)(6) 2016 and completed at 2:39 pm on (B)(6) 2016. No medical intervention was required; there was no patient harm and reportedly the patient cleared the drug normally.